Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the shaver attachment is defective. It does not run smoothly and it could not be used anymore. There was no harm for patient, operator or third party reported. No further information received. ***update 29-aug-2023 nroe: further information revealed that this incident occurred during an arthroscopy. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500obe serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the device. Visual evaluation of the inner tube found that the shrink tubing was cracked/damaged at the distal and proximal end; most likely cause for poor flow irrigation. According to dfu-0215-7 at revision 0. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry).10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.